Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) year old female patient who underwent bilateral submuscular breast augmentation procedure with saline mentor smooth round moderate profile 250cc on (b)(46 2009 and experienced a dramatic and progressive decrease in the right breast size and presented for evaluation where a deflation was confirmed. There was no issue with her left breast implant. The patient underwent revision procedure on (B)(6) 2018. The right implant was found deflated and a bilateral exchange was completed with replacement mentor smooth round moderate plus profile saline implants was completed with left breast areolaapsulotomy. The patient tolerated the procedure well and there was no complications. The customer requested that no further contact be initiated for follow up attempts. Therefore, no additional information is available.

Manufacturer narrative:
On 4/26/2018 it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. During initial examination of the device, product evaluation team observed a rent at the shell to patch junction. Microscopic examination of the rent edges gave no indications as to its cause. No other anomalies were found. Because mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. Nonetheless, a microscopic examination of the rent edges was performed and it did not provide conclusive evidence of what could be the root cause. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the date of event was (B)(6) 2018. (B)(4).